Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a malfunction in the refrigerator locking mechanism. The field service engineer resolved the issue by manually rebooting the refrigerator, using the key to reset the lock, and verifying functionality by having the customer open and close the door multiple times to confirm proper locking. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not locking and failed to recover the storage space screen. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.